Event description:
Alleged when taking the foot section down the hi/low will run up as designed, but continues to run past the hi/low limit.

Manufacturer narrative:
The facility replaced the hi/low limit switch and adjusted the limit to repair the bed.